Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user received recurring alert 69 indicating an algorithm data parity check after a restart of the device, and the device was replaced. Symptoms included no reported adverse clinical effects, and the user¿s blood glucose was reported at 100 mg/dl. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included case triage, review of the alert description, confirmation of device replacement logistics, and user education on shutdown, data sync, and restart of therapy on the replacement device. Investigation of this case revealed a device malfunction related to algorithm data integrity that necessitated replacement to restore proper function. It was concluded that the cause was a device software or data integrity fault not attributable to user operation.